Event description:
It was reported that the unit increased the positive end expiratory pressure valve above the limits set. It was also reported that it is unknown if the device generated an audible and visible alarm.